Manufacturer narrative:
There was no button response due to flattened button dome switch on up and down arrow buttons. There was no button error alarms noted. The displacement, prime, basic occlusion, occlusion and no delivery tests were unable to be performed due to no button response.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 120mg/dl. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer mentioned that at the end of troubleshoot their levels had dropped to 46mg/dl. The customer was advised to monitor their levels and call back if issues persist with new pump.